Manufacturer narrative:
Logfile review shows the complete day shows no error or warning messages. No abnormalities or deviations can be identified by the logfile review. Patient data review shows the treatment report for the right eye does not show any abnormalities related to the device settings. Energy, spot separation and geometry of the application procedure are within normal range. During the onsite visit by the fse (field service engineer), he identified an issue with the laptop, related to the loss of view issue. The loss of view has no influence on the cutting process, as the physician can monitor the eye through the microscope. Neither at the visit on site prior to the date of event nor after the date of event did the technician identify any abnormality which might cause or contributed to an incomplete side cut issue. There is no indication of a product problem which (might have) caused or contributed to the reported event of incomplete side cut. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. Most possible root cause for the loss of view could be a faulty laptop. Fse was not able to identify an abnormality which might cause or contribute to incomplete side cut issue. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported loss of view and incomplete flap during a bilateral lasik flap creation. The device camera vision disappeared during the surgery of the right eye. When the patient was moved for ablation, it was noticed that there were incomplete side cuts of the flap. The surgeon was able to lift the flap for ablation treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.